Event description:
It was reported that after a successful placement of the first stent in the right external iliac artery (off-label use), an introducer was put through the stent, over the bifurcation to the left side for post dilatation. One of the tantilum markers got caught on the introducer and the stent bent upwards at the proximal end and stayed that way. Manipulating the introducer allowed for a successful placement of a second stent of the same make and type in the left iliac artery. No further complications were reported.